Event description:
It was reported that this implantable pulse generator (pacemaker) went through a revision procedure, however, no further details were given regarding this case. This pacemaker remains in service and no additional adverse patient effects were reported.